Event description:
During g3 surgery, the surgeon placed the nail and lag screw into the pt bone. Afterwards, the surgeon tried to insert the set screw. However, the set screw could not be held and tightened by the set screw driver. And the surgeon confirmed that the size of the hole of screw head is wide. The problem was not seen in the set screw driver. Thus, the surgeon changed the set screw to the new set screw of backup. The procedure was completed without problem.

Manufacturer narrative:
Additional info has been requested and if received, will be reported on a supplemental report.